Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer screen displayed a system error; lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis also found the system fan was intermittently noisy, tab on power cord door was broken, and the bullet cover was missing. (B)(4).

Event description:
It was reported during a clinic, programmer screen stated a system error. System turned off and service disc version 1.0 started. Screen stated this programmer has not been updated and cannot be repaired with this version of the xpe programmer service disc. The programmer was returned for repair and software update. No patient complications have been reported as a result of this event.